Event description:
Information received indicates the beds head up function will not work and there was no associated alarm.

Manufacturer narrative:
The facility has not completed repairs on the bed.